Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 5.8 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion with the catheter. Catheter rupture. (B)(4).

Event description:
Treatment of an avm. It was reported the catheter ruptured during procedure and onyx was observed coming out from the ruptured site. No pt injury reported. Same event as MDR# 2029214-2011-00269.